Manufacturer narrative:
(B)(4) (won't close). The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary single-use biopsy forceps was used during a tracheal biopsy procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the cup of the device could open, but could not close. The forceps and scope were removed from the pt in tandem and then the device was cut to be removed from the scope. The procedure was completed with another radial jaw 3 pulmonary single-use biopsy forceps device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found that the shaft was cut at the distal end and the tang hole was broken on one of the jaws. The fractured part was sent for sem material analysis, and it was determined that there were no material anomalies and fracture occurred as a resulted of fatigue in a bending overload direction. The device welding and riveting was found to be within manufacturing specifications. Functionally, the returned unit was not tested due to the sample return condition. The condition of the returned incident device was consistent with the complaint; jaws wont close. The tang hole of one of the jaws was broken possibly causing the device not to close properly as reported. The most probable root cause is user/use error since material analysis of the fractured component found that the fracture occurred as a resulted of fatigue in a bending overload direction.a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.(B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary single-use biopsy forceps was used during a tracheal biopsy procedure performed on (B)(6), 2009 (patient age, gender and weight are unknown). According to the complainant, during the procedure, the cup of the device could open but could not close. The forceps and scope were removed from the patient in tandem and then the device was cut to be removed from the scope. The procedure was completed with another radial jaw 3 pulmonary single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.